Manufacturer narrative:
The investigation for the pump not detected has been completed. Impella 5.5 pump was returned. Visually inspected and no pump plug pins damage, biomaterial observed. Electrical resistance test was done and all phase values were in normal range. Pump was connected to console and impella defective alarm reproduced. Red handle was opened and dried blood observed inside the circuit board of red handle. Cather jacket from kink protector to motor housing side was cut open and blood was ingressed inside the catheter jacket completely. The external catheter jacket was inspected and hole in catheter, tearing evidence was found. No other abnormalities were seen. Data logs were verified and impella defective alarm observed and after swapping to loaner console. No other issue seen. The cause of the pump not detected (impella defective) issue was blood ingress due to a hole in the catheter resulting from improper use.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the automated impella controller was replaced and when swapping to the replacement console, there was an ¿impella defective alarm¿. The pump was switched back to the original console and the same error occurred. The pump was then replaced. There was no reported patient harm. This is one of three related reports. The other two related reports are complaint number (B)(4).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.